Event description:
The end user's husband states the seat has cracked on his wife's commode.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.